Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a high blood glucose (bg) level (395 mg/dl). A corrective bolus was delivered and the bg had lowered to 213 mg/dl. The customer did not know the cause of the high bg. Tandem technical support advised the customer to discuss the high bg with a healthcare provider. The customer also reported to have programmed an extended bolus and the bolus duration appeared to continue beyond the programmed time frame. During troubleshooting with tandem technical support, customer understood that the requested bolus was not continuing and the pump had delivered the accurate dosage during the requested time frame.